Event description:
This is an old frail and weakened female who presented to our facility for rule out small bowel obstruction with multiple decubitus ulcers from head to toe ranging from stage I to stage iii and third spacing with pitting edema of the extremities. She was at high risk for skin breakdwon. She was taken to the or for an exploratory laparotomy for a small bowel obstruction. As electrical cuaterization was required and a grounding pad was needed. The patient was assessed for the most suitable site for placement. The circulating nurse determined the right thigh was the most appropriate site. Upon completion of the procedure, the surgical scrub technician removed the grounding pad and noticed that a layer of skin had been avulsed. The following day, repair of the avulsion was performed by plastic surgery. A review of the packaging does not include directions for safe placement or removal.health professional's impression:due to the frail nature of the patient and the underlying co-morbidities, the patient was a high risk for skin injury.additional information obtained from the site:the technician did not use saline or any other solution to help ease it off. (This would be helpful information for the manufacturer to include in their packaging insert)